Manufacturer narrative:
Supplementary information were provided after first event description: it was reported that the appropriate surgical steps were followed as outlined in the surgical technique guide. The reporter also said that the scrub tech and the surgeon were experienced mobi-c users. In addition, there was no visible damage when the implants were opened. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. To date the investigation found no evidence to indicate a device issue. Request has been done to get the implant-holder back to inspect it. Products were discarded by the hospital.

Event description:
Mobi-c p and f us : disassembly mobi-c implants would not stay together on inserter. The device fell apart before the surgeon could implant. Another implant of the same size and lot# was used with the same result. The surgeon decided to abandon the disc arthroplasty and completed the case with an acdf. C4-5 and c5-6 disc arthroplasty. The patient is doing well and was able to go home, same day, following the acdf.

Manufacturer narrative:
Implant holder was received at ldr spine and inspected on january 10th. 2018, no issue was detected. Regarding DHR review & no similar issue on lot#, it is believed that issue is related to overtightening the inner rod that secures the implant to the implant inserter as mentioned in the surgical technique. However, without more information on issue encountered by surgeon, investigation can't allow to identify root cause regarding information provided. The investigation found no evidence to indicate a device issue.

Event description:
Mobi-c p&f us: disassembly.